Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for a follow-up. It was noted that the rf communication could not be performed due to forced relaxation period within a month from the implant. It was resolved without anything done. The patient was stable.